Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient called abbott's representative stating that the top part of heart is not emptying out correctly and is in risk of having a stroke. Patient was asked to follow-up with clinic. Further information is not available at this time.